Event description:
It was reported by a company representative that a vns patient was referred for full revision surgery due to high impedance and a low battery. Clinic notes received provide that at a visit on (B)(6) 2017 the patient can no longer feel the device. An increase in seizure activity was attributed to the high impedance discovered on the device.

Manufacturer narrative:
Corrected data: the explant date was inadvertently provided on follow-up report#1, when the suspect device had in fact not been explanted.

Event description:
Follow-up to the surgeon¿s office provided the lead was not replaced during the surgery because when they checked the impedance prior to surgery it was within normal limits. As the impedance was normal, the surgeon decided not to replace the lead. No attempt to remove and re-insert the lead pin in the generator was performed. No fractures or breaks were noted in the surgery.

Manufacturer narrative:
Relevant tests/laboratory data, corrected data: diagnostics information from (B)(6) "20174" was inadvertently not provided on the initial report. (B)(4).

Event description:
Replacement surgery occurred on (B)(6) 2017. The explanted devices have not been received by the manufacturer to-date.